Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that a patient presented in clinic. Device interrogation of the implantable cardiac monitor showed false pause episodes due to loss of contact. Programming changes were made to resolve the issue. Patient was stable throughout the event.